Manufacturer narrative:
(B)(4). The device history record of batch number 74j1601035 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to the manufacturer's specifications. The device is unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor threw the capio stitch and tried to pull it back out. The bullet detached from the suture and was irretrievable. The bullet remained in the patient. The patient's condition is unknown.